Event description:
Pt had intravenous catheter discontinued on february 15, 1998. On february 16, the pt complained of a "funny feeling" at the site. Xray revealed a foreign body. 2cm catheter tip was surgically removed under local anesthesia.